Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-06121. It was reported that a burr stuck in lesion occurred. Vascular access was obtained via left femoral artery. The long diffused target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad) extending to distal lad. A 1.50 mm rotalink¿ plus and a rotawire floppy were selected and advanced to treat the lesion. During 1st to 12th ablation, the burr was moved back and forward constantly. However, st-elevation and slow flow were noted on the 12th ablation. During the 13th ablation, the speed was downed to 7000 rpm and the burr was pushed and got stuck in distal lad. The devices were removed together as a unit. Inflation of a 1.2x6 mm and 1.5x15 mm non-bsc balloon catheters were performed to treat the lesion in mid to distal lad. Post inflation, intravascular ultrasound was performed to measure the blood vessel diameter and the lesion length. Another vascular access was obtained via right femoral artery using an 8f non-bsc guide catheter. The physician attempted to bail out it with an unspecified balloon catheter, however, an unspecified guide wire was unable to advance. The burr was removed to the proximal end of lad but it got stuck again. The device was successfully removed by advancing a non-bsc micro catheter, non-bsc guide wire, a 1mm x 10mm non-bsc balloon catheter, another non-bsc balloon catheter. Calcification was treated with a 2.75x15mm non-bsc balloon catheter and implantation of a 3.0x38mm and 3.5x34mm non bsc stents. No further complications were reported and the patient¿s condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the body bent and the tip damaged. The visual and tactile inspection was performed and the device presents: the body bent at 191.1cm approx. From the distal end; and the spring tip bent. All the outer diameter (od) measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2014-06121. It was reported that a burr stuck in lesion occurred. Vascular access was obtained via left femoral artery. The long diffused target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad) extending to distal lad. A 1.50 mm rotalink&#10256;lus and a rotawire floppy were selected and advanced to treat the lesion. During 1st to 12th ablation, the burr was moved back and forward constantly. However, st-elevation and slow flow were noted on the 12th ablation. During the 13th ablation, the speed was downed to 7000 rpm and the burr was pushed and got stuck in distal lad. The devices were removed together as a unit. Inflation of a 1.2x6 mm and 1.5x15 mm non-bsc balloon catheters were performed to treat the lesion in mid to distal lad. Post inflation, intravascular ultrasound was performed to measure the blood vessel diameter and the lesion length. Another vascular access was obtained via right femoral artery using an 8f non-bsc guide catheter. The physician attempted to bail out it with an unspecified balloon catheter, however, an unspecified guide wire was unable to advance. The burr was removed to the proximal end of lad but it got stuck again. The device was successfully removed by advancing a non-bsc micro catheter, non-bsc guide wire, a 1mm x 10mm non-bsc balloon catheter, another non-bsc balloon catheter. Calcification was treated with a 2.75x15mm non-bsc balloon catheter and implantation of a 3.0x38mm and 3.5x34mm non bsc stents. No further complications were reported and the patient's condition was good.